Event description:
It was reported that prior to starting a mammotome biopsy procedure, the capital equipment was turned on and an error code l4-005 appeared on the screen and could not be removed. A demo unit was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer's complaint and found the uniboard was causing the unit to have l4-005 error and constantly rebooting. To correct the customer's complaint, the analysis site replaced the uniboard and per svc manual performed svc tests with no functional faults found. As part of the standard svc process replaced the muffler and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.